Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a stent graft procedure. Reportedly, a proglide suture was successfully preplaced. The sheath was upsized to greater than 10f, and the graft procedure was completed. However, during the procedure, procedural sheath use enlarged the access site. When the knot was attempted to be advanced, the whole suture came out. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The malposition of the device cannot be confirmed as the suture was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the reported information it is likely friable vessel or a partial capture occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.